Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose value was 50 mg/dl to 58 mg/dl. The customer treated low blood glucose value with sugary drink. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer declined for troubleshooting. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.